Manufacturer narrative:
Product event summary: the pscc100 pulsed field ablation (pfa) catheter with lot number 0012159316 was returned and analyzed. Visual inspection was performed and the catheter appeared intact without any issues. The steering function was as expected. The slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. The guide wire was received threaded into the catheter but not extended beyond the tip. The proximal segment of the guide wire was not threaded into the guide wire lumen and was kinked at 15.5 inches distally from the proximal end. Resistance was encountered during guide wire removal attempts. The guidewire was likely stuck due to dried blood, saline, or contrast. An attempt to soften the guide wire using disinfectant to dilute potential dried blood was not successful. The guide wire was entrapped distally into the guide wire lumen, and removal attempts resulted in the extension of the coil only. The guide wire remained stuck, and further x-ray imaging showed the guide wire lumen w as stuck at 5.28 inches proximal from the distal edge of the tip. X-ray imaging showed the guide wire was interfering at two locations with the guide wire lumen. The guide wire lumen appeared bent at the location were the guide wire became stuck when advanced. At this location, the inside diameter (ID) measurement (0.0415 inches) was lower than the ID measurement of a segment outside the bent section (0.0435 inches). Dissection for further x-ray and optical inspection were performed. As received, the shaft, the guide wire lumen and the guide wire assembly was cut approximatively 48 inches distally from the proximal end of the luer. The proximal portion of the guide wire was easily retracted through the luer without any resistance. The remaining distal portion the guide wire, approximately 9.5 inches proximal from the distal end of the tip, remained stuck. The guide wire lumen appeared slightly kinked at 8.75 inches from the distal end of the catheter tip. Further dissection confirmed that the two locations where the guide wire was interfering with the guidewire lumen contained what appeared to be dried residue. High magnification optical inspection showed the deposited residues occurred at four locations (1.375, 2.125, 2.62. And 4.75) proximal from the guide wire j-shaped tip. In particular, the re sidue partially wrapping the guidewire at the third location (2.62 inches from the guidewire tip) increased the overall diameter to 0.0379 inches, which was close to the measured ID of the guide wire lumen (0.0415 inches). Dried residue at some locations was present between the stretched coil wraps and appeared uncracked. Most likely, the residue was deposited after the coil stretch. The od of the guidewire was measured at the tip and at the proximal end, and all measurement (0.0321 inches) confirmed the guidewire od was as expected. The coil of at the fourth location (4.75 inches from the guidewire tip) appeared stretched; however, the mandril appeared intact. The polytetrafluoroethylene (ptfe) coating appeared scrapped over a distance of 0.3 inches on the opposite side of the location of the deposited residues. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. In conclusion, the reported guide wire compatibility issue was confirmed through analysis. The catheter failed the returned product inspection due to a guide wire lumen kink and the guide wire was found stuck distally within the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the another manufacturer's guidewire could not advance through the pulsed field ablation catheter. The pulsed field ablation catheter was replaced with another manufacturer's product and the case switched to radiofrequency (rf) to resolve the issue. The case was completed with radiofrequency. No patient complications have been reported as a result of this event.